Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was having high blood glucose values and not feeling well. The patient was taken to the ER and his blood glucose was 400 mg/dl. The customer had diabetic ketoacidosis. He was treated with an IV and released. Additionally, the customer discovered insulin inside of the reservoir compartment while changing his site. The customer stated that there have been two no delivery alarms since the incident. A self test was performed and the device passed. No products were returned or replaced.